Manufacturer narrative:
Device evaluated by manufacturer: the guide wire was returned along with an unknown guide catheter. A visual inspection of the guide wire revealed that the device was fractured. Microscopic inspection revealed the distal tip, including ccr joint (coil wire/core wire/ribbon) were detached/separated and not returned for analysis. The returned portion of the hts (high torque sleeve) measured approximately 6in in length from the proximal adhesive ramp to the fractured end of the hts. Approximately 0.5mm of the corewire was sticking out of the fractured end of the hts. The core wire was fractured. There is a slight bend in the core wire fracture area. Because the distal tip of the guidewire was reported to be inside the returned guide catheter, the manifold and tip of the guide catheter were microscopically inspected and revealed that the tip was not present. An unused guide wire was tracked through the shaft of the guide catheter to attempt to push out the tip of the guidewire. The distal tip was not inside the returned guide catheter. It is possible that the distal tip fell out of the guide catheter during packaging and shipping the device for return. A shaft kink was located 23cm from the edge of the strain relief on the guide catheter. Analytical testing concluded that there was bending in the area of where the core wire fractured. The dimple pattern on approximately half of the fracture surface indicated ductile overload failure caused by tension and/or bending. Approximately half of the fracture surface was smeared and is suspected to be due to rubbing against the hts or the mating portion of the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion was located in the right coronary artery (rca). A non-bsc guide wire and a non-bsc 6fr guide catheter were advanced and a 2.5mm x 28 promus stent was implanted in the rca. Next, the physician advanced the 185cm kinetix guide wire. It was noted that the rca contained a "very lateral take-off" and the physician encountered difficulties advancing and placing the kinetix guide wire into the rca ostium. The kinetix was advanced approximately one inch into the rca ostium and the physician decided to remove the kinetix guide wire and reshape the tip. While withdrawing the kinetix wire, resistance was encountered. When the kinetix wire was removed from the patient, it was noted that 1cm of the distal tip of the kinetix wire had detached. The physician used fluoroscopy to determine if the detached tip was inside the patient, however, no device fragments were found inside the patient. The detached kinetix tip was found inside the guide catheter. A kink was noted in the distal third of the guide catheter, however, the physician is uncertain as to when the kink occurred. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion was located in the right coronary artery (rca). A non-bsc guide wire and a non-bsc 6fr guide catheter were advanced and a 2.5mm x 28 promus stent was implanted in the rca. Next, the physician advanced the 185cm kinetix guide wire. It was noted that the rca contained a ¿very lateral take-off¿ and the physician encountered difficulties advancing and placing the kinetix guide wire into the rca ostium. The kinetix was advanced approximately one inch into the rca ostium and the physician decided to remove the kinetix guide wire and reshape the tip. While withdrawing the kinetix wire, resistance was encountered. When the kinetix wire was removed from the patient, it was noted that 1cm of the distal tip of the kinetix wire had detached. The physician used fluoroscopy to determine if the detached tip was inside the patient, however, no device fragments were found inside the patient. The detached kinetix tip was found inside the guide catheter. A kink was noted in the distal third of the guide catheter, however, the physician is uncertain as to when the kink occurred. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient¿s status is fine.